Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (529 mg/dl) with moderate ketones. Tandem technical support performed a pump system check and found the pump time to be inaccurate. A manual injection was administered to address bg level. The pump time was updated and insulin deliver was resumed.